Event description:
In 1998, the pt was seen at the implant center for device evaluation. At that time, the audiologist noted that the thickness of the pt's skin flap prevented satisfactory headpiece retention. Revision surgery took place in 1999. The pt's skin flap was thinned.